Manufacturer narrative:
The customer canceled the service call.

Event description:
It was indicated the kv was measured by the physicist 10% below what it should be. However, he also noted the system was rendered inoperable. There is no report of patient injury or death.